Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level elevates (value not provided) when customer forgets to deliver the remaining portion of a bolus. Customer addressed elevated bg levels by delivering a correction bolus. Tandem technical support instructed customer on how to adjust the max bolus feature and advised customer to discuss pump setting changes with their healthcare provider.